Event description:
Pt received full series (x3 doses) of synvisc in left knee. They received the last dose of synvisc on 2/10/99. They called on 2/13 complaining of increased pain, swelling, and stiffness in their knee. They have been febrile "off and on" since morning 2/13. Seen on 2/19 in clinic for evaluation of left knee. There was no fluid aspirated, no erythema, not suggestive of infection, but slight effusion. Assessment: acute synovitis.